Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 282mg/dl. The caller mentioned that the cannula was bent and the insulin pump did not alarm no delivery. Troubleshooting was performed, and the device passed the high pressure test. Advised the customer that the insulin pump is functioning as designed. Found that the customer uses the quick serter and pinches an inch of skin during insertion. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.